Event description:
It was reported that the balloon of this device had a hole in it during an angioplasty procedure. There has been no claim of injury related to this event. The device has not been returned for analysis.